Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise. The assignable root cause was determined to be due to misuse, abuse and/or error by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, it was discovered that the motor device was making an unusual noise. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.